Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced during a device replacement procedure due to high, out of range high voltage lead impedance. The patient was stable.

Event description:
Additional information received indicated that the high impedance issue was discovered during a follow-up in clinic. The patient was in stable condition before and after the procedure.